Event description:
Customer had discrepant sodium results for one patient sample. Repeat testing was performed after results did not match previous patient test results and showed up on the exception report. Initial sodium result was 129 mmol/l, rerun result was 162 mmol/l (accompanied by h data flag). The rerun result was reported. The sample was recollected before any action was taken on erroneous results. Recollected result was not provided. Customer stated draw times on instrument print-outs are not correct and was unwilling to clarify results provided. The field service representative found a defective sodium electrode. He replaced sodium electrode, checked ise tubing, made an adjustment to ise sipper probe and bleach reagent probe. The field service representative ran performance tests, calibration and qc, all were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.